Event description:
A surgeon opened a new package of surgical hand scrub and discovered what he thought was a "bug" stuck on the bristles. The product was sequestered and not used. The manufacturer notified and they will send a mailer to return product for analysis.